Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member wants the ins explanted because the patient sees the ins as a barrier to receiving the rehabilitation services they are currently receiving. They also don't think the ins is working properly and want it out for that reason too; the patient is "fed up" with the ins. The patient's daughter will follow up with the healthcare provider (hcp) about getting the ins removed. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported there was not a planned date for the explant because it was needed. The patient was concerned about their whirlpool therapy at 94 degrees with their implant. It was reported that the device was functional. No further information reported.